Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with sensor and blood glucose readings. It was reported that the customer's sensor was reporting their blood glucose level to be low. The customer's blood glucose level is reported to be 185.4mg/dl, and sensor reading of 57.6mg/dl. It was reported that the readings were not within the acceptable range. Troubleshoot was reported to be conducted. The customer was advised that the sensors would be replaced and returned for analysis.